Manufacturer narrative:
Investigation summary: the DHR was performed, maintenance record analysis and quality notification analysis and no deviation were found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis.

Event description:
It was reported that an unspecified number of 5 ml bd plastipak¿ luer-slip syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: syringe is very dirty on the tip and different color on the syringe body.